Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A field service technician (fst) reported to fresenius that a 2008t machine was alarming high conductivity on the bicarb. Preventative maintenance was performed on the machine and it was found that the bicarbonate pump had been leaking for some time and had lots of dried bicarbonate inside the hydraulics. A burn spot was found on the distribution board from the gen2 assembly and the gen2 assembly was replaced. The machine was calibrated and the preventative maintenance was performed without issue. The machine was returned to service without further issue. Upon follow-up the fst confirmed there was no smoke or burning smell that was reported by the facility. The fst stated there was no patient involvement, no harm or adverse event reported. The machine was successfully repaired and placed back in service without further issue.

Event description:
A field service technician (fst) reported to fresenius that a 2008t machine was alarming high conductivity on the bicarb. Preventative maintenance was performed on the machine and it was found that the bicarbonate pump had been leaking for some time and had lots of dried bicarbonate inside the hydraulics. A burn spot was found on the distribution board from the gen2 assembly and the gen2 assembly was replaced. The machine was calibrated and the preventative maintenance was performed without issue. The machine was returned to service without further issue. Upon follow-up the fst confirmed there was no smoke or burning smell that was reported by the facility. The fst stated there was no patient involvement, no harm or adverse event reported. The machine was successfully repaired and placed back in service without further issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The alleged event is confirmed.

Event description:
A field service technician (fst) reported to fresenius that a 2008t machine was alarming high conductivity on the bicarb. Preventative maintenance was performed on the machine and it was found that the bicarbonate pump had been leaking for some time and had lots of dried bicarbonate inside the hydraulics. A burn spot was found on the distribution board from the gen2 assembly and the gen2 assembly was replaced. The machine was calibrated and the preventative maintenance was performed without issue. The machine was returned to service without further issue. Upon follow-up the fst confirmed there was no smoke or burning smell that was reported by the facility. The fst stated there was no patient involvement, no harm or adverse event reported. The machine was successfully repaired and placed back in service without further issue.